Event description:
The target lesion was the proximal rca. First cypher (size unknown) was implanted at the proximal right coronary artery (rca). Restenosis was later confirmed at the distal portion of the implanted cypher stent. To treat the restenosis, a second cypher stent was implanted distal to the first cypher overlapping it. Details were unknown. Another procedure was scheduled to treat the proximal rca. The procedure was an elective case. Pre-dilatation was conducted with a 2.5 x 15mm balloon at 6atm for 15 seconds. A 3.5 x 18mm cypher was implanted proximal to the first implanted cypher at 16atm for 15 seconds. The three stents in the rca were overlapping each other. Post-dilatation was conducted with a 4.5 x 15mm balloon at 16atm for 10 seconds. Ivus was conducted. The residual % of stenosis were 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. One month later, the pt had complained of chest pain and came to the hosp. Coronary angiography was conducted and thrombus was observed in the third implanted cypher at the proximal rca. Thrombus was not observed in the 1st and 2nd cypher. To treat the thrombus, aspiration and balloon angioplasty were conducted. A week later, a new lesion in the posterior descending was treated with a taxus stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report# 9616099-2007-01856. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.